Manufacturer narrative:
The customer¿s report of a t-connector "ruptured" and leaked during omnipaque 350 contrast administration was confirmed. Visual inspection of the set noted a rupture split just above the set¿s male luer. No other anomalies were noted. Functional testing was deemed unnecessary due to the damage. The root cause of the rupture split tubing was determined to be due to an excessive amount of pressure, reported as 220psi by the customer. Per the set¿s design specifications, this is not a pressure rated extension set and was not designed to function at the customer¿s reported use pressure.

Event description:
It was reported that a t-connector "ruptured" during omnipaque 350 contrast administration during a CT scan. The tubing set leaked near the connection site at the end closest to the patient with some blood loss. The split in the tubing was approximately 1cm long. The highest pressure recorded on the omnipaque was 220psi; highest flow rate recorded: 2.5ml/sec. The patient was initially completing the CT scan while asleep however due to the event and prolonged time to change the tubing, the patient woke up and subsequently required additional sedation to complete the imaging. There was no lasting effect to the patient.

Manufacturer narrative:
Report source: value analysis and resource utilization. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a t-connector "ruptured" during omnipaque 350 contrast administration during a CT scan. The tubing set leaked near the connection site at the end closest to the patient with some blood loss. The split in the tubing was approximately 1cm long. The highest pressure recorded on the omnipaque was 220psi; highest flow rate recorded: 2.5ml/sec. The patient was initially completing the CT scan while asleep however due to the event and prolonged time to change the tubing, the patient woke up and subsequently required additional sedation to complete the imaging. There was no lasting effect to the patient.